Manufacturer narrative:
Complaint investigation summary: the explanted device was delivered to ellipse on (B)(4) 2012. On receipt, the device was decontaminated. Visual inspection indicated that the distraction rod slid in and out of the actuator without being activated by a magnet. The outer core of the device was disassembled and the internal portion was inspected. On inspection, it was noted that the locking pin which connects the gearing assembly to the lead screw assembly had broken. Due to the broken locking pin, the functional testing could not be performed. The cause for the fracture could be related to excessive force placed on the locking pin during the implantation procedure. The device history records were reviewed and the device was within specifications at the time of manufacture.

Event description:
The implant (actuator and extension rod) was implanted in the femur on (B)(6) 2012. After the surgery, the post implantation distraction was performed and it was noticed that the implant was not lengthening. Upon investigation, it was noted that the locking pin was broken. This may have been a result of excessive force on the locking pin when hammered into the canal. The device was explanted on the same day and patient was re-implanted with another device without any further issues.